Event description:
Additional information received from the affiliate reporting the event occurred during a shoulder surgery on (B)(6) 2019. The affiliate also stated there was an approximate 10 minute delay caused by having to replace the defective vapr electrode with a new electrode. It was reported the new electrode was readily available. There were no known user or patient impacts and surgical intervention is not required.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information provided by the affiliate confirmed the product involved was product code 225370 and confirmed the electrode was replaced during the procedure with a new electrode. The affiliate also reported the foot pedal was available as an alternative to hand-controls but the electrode had no manual function. It was reported the coagulation button did not work at all but the ablation button of the electrode did function properly. The affiliate reported there were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and evaluated. The complaint can be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, and neither were successfully activated. The device was forwarded to the manufacturer for further investigation into the observed failures. The manufacturer indicated that the active continuity of the device was out of specification. The handle of the devices was opened to further investigate the electrical defects. There was an breakdown in active continuity across the electrical crimp. The evidence observed is consistent with previous devices that have been investigated under CAPA which has identified the components used in the process are not compatible for this method of joining. The devices investigated for this case were produced before corrective action was taken and before design changes were implemented. A manufacturing record evaluation was performed for the finished device lot numbers and product code, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that they are having failures in vapr s90 4.0mm w/integr hdp. The problem is the coagulation button. It was mentioned that they have 3 cases with the same problem in 2 weeks. The lot number for three claims is u1810065. This is for patient 1 of 3.